Event description:
The customer reported that she was diagnosed with diabetic ketoacidosis. She was suffering from nausea, and vomiting before going to the hospital. She was treated with an insulin drip, phenergan, and benadryl.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.